Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer stated her cartridge wasn't pushed all the way in, she pushed cartridge all the way in and resumed insulin to resolve issue.